Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead was explanted as a result of patient condition of muscle stimulation and replaced with a new rv lead of the same model. The patient had started having no other issues other than hiccuping. The boston scientific local area sales representative confirmed that this lead was surgically abandoned and will not be returned to boston scientific. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.